Event description:
It was reported that externalized conductors were noted.

Event description:
New information received stated that externalized conductors were not confirmed.

Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
Please retract this MDR number 2017865-2012-09237.